Manufacturer narrative:
Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 1 patient sample. No results from the customer site were provided, but the sample was provided for investigation. The patient sample was tested for elecsys ft4 ii assay (ft4 ii), elecsys tsh assay (tsh), elecsys ft4 iii (ft4 iii), elecsys ft3 iii (ft3 iii) and elecsys anti-tshr immunoassay on a cobas e 801 module and a cobas e 411 immunoassay analyzer used at the investigation site. Based on the results generated during the testing at the investigation site, the results for ft3 iii and anti-tshr were discrepant. Based on the results generated for ft4 iii, the customer suspects an interference. Refer to attached data for the patient results. This medwatch will cover ft4 iii. Refer to medwatch with patient identifier (B)(6) for information on the anti-tshr results and medwatch with patient identifier (B)(6) for information on the ft3 iii results. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The customer's instrument type and serial number were not provided. The e801 module serial number used at the investigation site was (B)(4). The e411 module serial number used at the investigation site was (B)(4). The ft4 iii reagent lot number used with the e801 module at the investigation site was 304694 with an expiration date of jan-2019. The ft4 iii reagent lot number used with the e411 analyzer was 304692 with an expiration date of jan-2019.